Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance (sli) measurements greater than 125 ohms. Technical services (ts) reviewed device data and noted there were no events or noise stored on the right ventricular (rv) channel and there were no concerns regarding lead function or integrity. Ts recommended programming changes and for the patient to be seen in clinic to reset device beeping. This device remains in service. No adverse patient effects were reported.